Event description:
No additional information regarding the patient and/or event details has been received since the last medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation a review of the complaint history, drawing, instructions for use (IFU), and quality control was conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not available for return. A similar device complaint was received and captured in pr256619; a physical examination of that complaint device found two of the three lumens to be occluded and unable to be flushed. The sideports of these lumens had excessive biomatter on and around them. The cause of failure of pr256619 was unable to be identified but thought to be traced to improper catheter maintenance. Additionally, a document-based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to distribution. A review of the device history record could not be completed as information regarding the affected lot number was not provided. A search of all lots sold to the customer for this rpn could not determine the complaint lot. There is no evidence to suggest there is any nonconforming product in house or in field. A review of the product labeling for the device was completed. The instructions for use, c_t_ctulabrm_rev7, states the following instructions related to the reported failure mode: suggested lumen utilization: triple-lumen: ¿#1 distal exit port (endhole) ¿ whole blood or blood product delivery and sampling; any situation requiring more flow rate; cvp monitoring; medication delivery; power injection studies. It is strongly recommended that this lumen be used for all blood sampling. ¿CT¿ labeled on the distal #1 lumen hub indicates that this is the lumen which should be utilized for power injection. #2 middle exit port ¿ medication delivery; acute hyperalimentation #3 proximal exit port ¿ medication delivery¿ suggested catheter maintenance: ¿any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution.¿ based on the information provided, no inspection of the returned product, and the results of the investigation, a definitive cause was not established. It is possible that the cause of failure could be traced to improper maintenance of the catheter, but at this time that cannot be confirmed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Age: patient ages varied from 45-75. Sex: both genders were affected. Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. Occupation: supervisor. The patients required additional interventions to preclude permanent impairment or death. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter port access does not last more than 12-24 hours from insertion on a consistent basis. Each catheter is designed to allow for three sources of input and withdrawal from a patient, however, only one works after the first 12 hours. The nurses are unable to draw or flush from the line. It was noted that the other ports malfunction approximately 90% of the time, which defeats the purpose of placing a central line for treatment. These malfunctions result in additional lines being added, which negatively impacts patient care. It was later reported that this malfunction has occurred on numerous dates, almost every time a central line has been placed. The most recent date of device malfunction was (B)(6) 2019. The devices are not available for return, as they were discarded upon patient discharge. The only procedure taking place was for central line placement, as well as the infusion of fluids through and drawing blood from the specified port. Primarily, cardiac and vasoactive medications like cardizem, norepinephrine, vasopressin and the like were being infused through the line. Standard crystalloids were occasionally infused and included normal saline and lactated ringers solution. The maintenance protocol included flushing the catheter every four hours when not actively infusing, as well as to flush following the administration of any IV medications. If there was a continuous infusion, then the catheter was inspected every four hours. The catheter was also flushed following any blood draw. This report references the most recent malfunction that occurred on (B)(6) 2019. The generic malfunctions of an unknown number of devices is captured on the report for patient identifier (B)(6). Requests for additional information regarding the event, device, and patient information have been sent to the customer. At the time of this report a response has not been received.